Event description:
It was reported the manufacturer representative did not remember the lead being attached to the wrong nerve. The patient went from leaking eight times a day to twice and from five pads to two. The patient felt stimulation in the correct area at 0.8 v. Different programming was attempted before switching the lead and trying a second trial.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient started the trial on (B)(6) 2014 and since the trial started they weren¿t having good results. The patient started to have problems the day after the trial started and the device was still not working right. The patient was getting just a little reduction in symptoms and was voiding less but still had accidents. The patient had 9 voids in 24 hours and 4 of the voids were urgent and the patient had to change their pads. The patient had 1 leak in the last 24 hours and was feeling shocking in the vaginal area near the anus. The patient did not feel any stimulation after the initial shock sensation. The patient had spoken with their health care provider (hcp) and the nurse spoke with the manufacturer representative on (B)(6) 2014. The patient spoke with someone this morning and they helped the patient make adjustments but the adjustments did not help resolve the issue. It was later reported that the trial did not work because it was attached to the wrong nerve and the patient had started a new trial. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.